Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 300 mg/dl at the time of the incident. The customer was given insulin pens and intravenous insulin to treat. The customer experienced symptoms such as not feeling well and vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump passed testing, however the caller stated the pump smells of leaking insulin. The insulin pump will not be returned for analysis.